Event description:
It was reported that during a coronary stenting treatment procedure, difficulty withdrawing the stent balloon occurred post-deployment. The target lesion being treated was located at the distal posterior descending artery (pda) at the bifurcated right coronary artery (rca). The physician deployed a 2.25x12mm promus element drug eluting stent but it did not yield the lesion fully. The physician felt it was difficult removing the balloon due to the lesion angulation. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).